Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working and had blank display. The customer¿s blood glucose level was 133 mg/dl. It was also reported that display is flashing. It was also reported that there was some scratches in the front. The device will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd due to moisture damage on electronics. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit was received with cracked retainer, severely scratched display window, missing display window cover, cracked keypad overlay at select button, damage keypad overlay texture and scratched case.